Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump monitored and time/date function properly and no constant tone. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.